Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) ***omitted information pertains to (B)(4) 2 pump replacement, adhesions.***information was received from a foreign health care provider (hcp) regarding a patient who received unknown drug in an implantable pump for an unknown indication for use. It was reported there was a difficult pump replacement case. It was too difficult to separate the pump suture loops from tissue adhesions. Removal of the pump nearly resulted in a peritoneal membrane break. No further information was provided.